Event description:
Natus evd 3. Drainage chamber equipped with a stop lock for cerebrospinal fluid collection and chamber drainage. Evd inserted (B)(6) 2025. (B)(6) 2025 the stop lock arrow broke. The nurse marked the appropriate location of the missing arrow on the remaining stop lock. Manual manipulation of the stop lock was not possible; clamps were required to facilitate drainage. Neurosurgery physician notified to replace the drainage system. The box the device came in was discarded on the day it was inserted.